Manufacturer narrative:
Exact date unknown, event occurred last several months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients charging frequency increased and battery completely died. The patient underwent a revision procedure wherein the ipg was replaced with an MRI capable device and was doing well postoperatively. The explanted ipg will not be returned. It was noticed at follow visit that the incision appeared irritated with some oozing, and patient was prescribed with antibiotics.